Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. The center button and down button were not responding. The frequency of the issue was intermittent and it had been 8 weeks since shw had started noticing the button issues. The customer changed the battery every 11 to 12 hours but the issue persisted. The customer reported that the buttons were not responding at the time of the call. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.